Manufacturer narrative:
Additional information: (first and last name, email). Evaluation summary the sample associated to this report was received and the customer reported issue could not be duplicated. We are unable to determine the cause for this specific event however; manufacturing controls are in place to detect damage and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the package was opened and the tube was placed on the package for spraying xylocaine. After xylocaine was sprayed on the tube, the black ink printed on the tube transferred to the package. There was no patient involvement.